Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma - late.

Event description:
Patient reported a breast which was "swollen and enlarged," "these have given me a lot of pain, and one of my breast has swollen. It is super hard and extremely painful.¿ healthcare professional reported ¿swelling on the left side. Pain, discomfort and feels hard." Ultrasound and cytology of fluids was recommended. Further reported by healthcare professional was "fatigue" which has been deemed not related to the device. Affected side is left. Device remains implanted.